Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (bathroom). (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 228, 196 and 132 mg/dl. The customer's expected fasting blood glucose test result range is 73 - 107 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification and is stored in the bathroom. The test strip lot manufacturer's expiration date is 08/21/2017 and open vial date is (B)(6) 2017. Customer takes his blood test fasting. Customer stated his a1c result was in basic range. Customer stated he has not had any changes in diet or exercise, but stated he had a change in medication from victoza to another medication (name not disclosed). The meter memory was reviewed for previous test result history: result 1 : 132 mg/dl (B)(6) 2017 7:30 am fasting, result 2 : 196 mg/dl (B)(6) 2017 6:49 am fasting, result 3 : 116 mg/dl (B)(6) 2017 6:48 am fasting, result 4: 94 mg/dl (B)(6) 2016 7:22 am fasting, result 5 : 228 mg/dl (B)(6) 2016 6:36 am fasting. Customer is concerned with 228 mg/dl, 196mg/dl, and 132 mg/dl results in the memory.